Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation.

Event description:
It has been reported that during the placement of a locking cannulated blade plate, a drill bit fractured. No adverse events have been reported as a result of this malfunction.